Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis : l5-s1 spondylolisthesis. The patient underwent :- 1. Open reduction internal fixation of l5-s1 spondylolisthesis. 2. L4 to sacral fusion . 3. Interbody bone dial fusion to l4-5 and l5-s1. 4. Lateral mass fusion of l4 to the sacrum . 5. Allograft at same site. 3. Use of two bmp kits. 7. Placement of hydra sorb cages at 5-6 and placement of cages at l5-1. Per op notes, the surgeon made the incision and performed l4-5 hemilaminectomy . Then , the surgeon incised the disc space at l5-1 . Then they placed pedicle screws in sacrum and l5. The left pedicle was a little bit inferior. The surgeon decided to extend the fusion to l4. Another pedicle screw at l4 was placed. Then the rod was introduced to l5 pedicle screw . The disc spaces were prepared at l4-5 <(>&<)> l5-s1. The surgeon then placed a hydra - sorb cage on each side at l5-s1 and in between , they placed two bmp sponges anteriorly with some same site autograft posterior. Similar operation carried out at l4-5. The disc space was impacted 10x 26 mm hydra sorb cages, four on each side, with same site autograft in the middle with two bmp sponges anteriorly. Then compression was applied at this site. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.